Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps (mbf) instrument for failure analysis investigation. The instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips and around the base of one grip. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure that thermal damage was found to the 8mm maryland bipolar forceps (mbf) instrument. A backup instrument was used to complete the procedure. There were no reports of patient injury, nor of instrument arcing. Intuitive followed up with the customer and confirmed that no arcing took place.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.